Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection of amikacin 500 mg, once daily (route and duration not reported) and injection of reflin 1 gram, once daily (route and duration not reported) for peritonitis. The action taken with the dianeal therapy was not reported. At the time of this report the patient outcome of this peritonitis event was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up that antibiotic therapy was discontinued and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.